Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, lymphadenopathy.

Event description:
Patient representative reported left side "breast pain, capsular contracture, baker grade unknown, rupture and increased lymph node occupation on computer tomography." Patient also reported "general physical deterioration and rheumatoid relapses"; these events are not device related. The device remains implanted.